Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. Analysis of the pcu event log shows that at 8:50 pm on (B)(6) 2018 the user programmed an infusion of maintenance ivf to infuse at 85ml/hr (not the reported 8.5ml/hr), with a vtbi of 75ml. The infusion ran until 9:43 pm when the device alarmed for air in line and was then channeled off by the user. The volume recorded as being infused during this period was 73.651ml. Functional testing was performed and the device was delivering fluid within specification. The primary set was not intact when received and had been cut above the check valve; testing of the set was therefore not performed. The root cause of the overinfusion was identified as user programming.

Event description:
The customer reported that 85ml of ivig was programed to infuse at 8.5 ml/hr over 10 hours however after 1 hour the bag was empty. The user reported the screen was difficult to read when programming. The patient complained of a mild headache and was given acetaminophen. There was no lasting harm.